Event description:
It was reported that during a breast biopsy while attempting to take 1st sample, the cutter would not advance. They changed probes and when they attempted to retrieve a sample they started having difficulty with the lcd screen not responding. The physician toggled the icons on the screen and was able to retrieve approximately 1 1/2 samples. The physician stopped the case with the samples retrieved and will determine if the pt has to be rescheduled. They were biopsing faint calcifications and the calcifications appeared to be in the samples retrieved.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.